Event description:
A customer reported that the cartridge was not fully snapped into the pump. There was no adverse impact to the customer's blood glucose level. The customer's husband removed an o-ring from the pneumatic tap, allowing a new cartridge with an intact o-ring to fit properly. The customer planned to fill and load the new cartridge but chose not to remain on the call to confirm resumption of insulin delivery, and the case was closed.